Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the right internal jugular vein puncture, the patient complained of nausea, epigastric discomfort, and dyspnea. The procedure was immediately stopped. The patient's heart rate (hr) was 45 beats per minute, and blood pressure (bp) was 55/32 mmhg. An emergency call was made simultaneously with immediate intervention. A consultation with the chief of thoracic surgery was requested. Lung auscultation revealed no obvious abnormalities. Transesophageal echocardiography (tee) showed acceptable left ventricular systolic function with no signs of pulmonary hypertension. After communicating with the patient's family, the attending surgeon decided to postpone the surgery. The patient's vital signs stabilized and he/she was safely transferred back to the ward".

Event description:
It was reported that "during the right internal jugular vein puncture, the patient complained of nausea, epigastric discomfort, and dyspnea. The procedure was immediately stopped. The patient's heart rate (hr) was 45 beats per minute, and blood pressure (bp) was 55/32 mmhg. An emergency call was made simultaneously with immediate intervention. A consultation with the chief of thoracic surgery was requested. Lung auscultation revealed no obvious abnormalities. Transesophageal echocardiography (tee) showed acceptable left ventricular systolic function with no signs of pulmonary hypertension. After communicating with the patient's family, the attending surgeon decided to postpone the surgery. The patient's vital signs stabilized and he/she was safely transferred back to the ward".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.